Event description:
During an incident in 1999, involving a male pt in full arrest, this defibrillator charged up to deliver a shock and then dumped the charge. The pt was pronounced.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation for pt treatment was verified. This testing verified the unit's rhythm detection circuit and ability to treat a rhythm. The electrodes and battery used at the time of the reported problem were not returned for evaluation and no incident report was made available. The customer was sent a letter explaining our evaluation.